Manufacturer narrative:
The pump passed all functional testing including the displacement, operating current, unexpected restart, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. No excessive no delivery alarms were noted during testing. The pump was received with a cracked case at the display window corner, a cracked reservoir tube lip, minor scratches on the lcd window and cracked battery tube threads.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the customer experienced constant issues with no delivery alarms on their insulin pump. The patient's blood glucose at the time of incident is unknown. The customer declined troubleshooting; they had already tried changing infusion sets, reservoirs, and insulin. The customer discontinued use of the insulin pump and began using manual daily injections for their diabetes treatment. The insulin pump will be returned for analysis.